Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. The device did alarm "lock cassette to start pump" when locked. The connection between the latch lock flex and the mpu board was faulty. Faulty mpu (multi processor unit)board was replaced. The cause of the reported problem could not be determined although it seems the previous repair inadequately addressed the issue due to intermittency of the issue. An email was sent to the service supervisor and lead to review this issue and review it with their team.

Event description:
It was reported the pump alarmed cassette locked. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Replace faulty latch lock flex. The cause of the reported problem could not be determined. The previous repair inadequately addressed the issue due to intermittency of the issue. An email will be sent to the service supervisor and lead to review this issue and review it with their team., corrected data: d4: correction: model number: 2120.